Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the modular head was removed and replaced, and the cup was likely removed and replaced with a competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to infection. Revision op report notes the presence of metal-stained tissue overlying the right hip, purulent-appearing fluid in the joint, and evidence of taper corrosion of the head and neck taper junction. Op report further notes no evidence of bearing surface wear and a stable acetabular component. The modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: the following are listed under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ and ¿inadequate range of motion due to improper selection or positioning of components.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference (reference 1825034-2014-06740 / -06741).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, discomfort, dysfunction, loss of range of motion, lack of mobility and elevated metal ion levels. A review of the invoice history confirmed the procedure dates and indicates the modular head was removed and replaced, and the cup was likely removed and replaced with a competitor product. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.